Event description:
It was reported a patient fell out of bed. It is not known if any injury was alleged as a result of the reported fall.

Manufacturer narrative:
Chg hospital beds, inc. Was acquired by stryker on jan. 2, 2015.  This medwatch is being submitted late because it was identified during the  integration and remediation activities initiated by stryker medical in conjunction with this acquisition.   Device was evaluated by the distributor.